Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital due to a hypoglycemic episode. Upon interrogation of the pulse generator an ECG indicated the atrial lead dislodgement. Patient would be scheduled for a chest x-ray. The lead remained implanted.